Event description:
Customer reported an issue with the passport 2 monitor, which may have affected spo2 monitoring. No pt injury was reported.

Manufacturer narrative:
Customer was provided with a loaner, while the unit is being evaluated at the company's repair ctr.